Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged asthma. In addition, the patient also reported inflammatory response, respiratory tract irritation, kidney disease, liver disease, toxicity and lung disease. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. The patient has alleged asthma, inflammatory response, respiratory tract irritation, kidney disease, liver disease, toxicity and lung disease. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Pil confirmed the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. Pil is unable to directly address the symptoms outlined in the complaint. Using a known good power supply and power cord, pil tech was able to confirm the device powers on and provided airflow. During review of the error logs, pil determined that the device had 3098.0 machine hours, 3098.0 blower hours and 3074.0 therapy hours. The error log showed one error logged. During the investigation pil observed dust-like contamination on the top cover/ui panel/control knob. Light scuff marks were observed on the left side panel and bottom enclosure. Dust-like contamination was observed on the right-side panel and also observed in the bottom enclosure. Dried liquid spot and a blackish dust-like contamination was observed inside the iso port. A dust-like contamination was observed in the air inlet, and underneath the control knob. Dried liquid spots with dust-like contamination were observed on the blower housing in front of the blower outlet bellow and inside the blower motor. Pil observed the potential sound abatement foam stuck to the bottom of the blower housing and bottom enclosure. Pil confirmed the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.